Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #14 it was verified its non osseointegration. Immediate load was not performed.

Manufacturer narrative:
(B)(4).